Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to flattened dome switch on all buttons. No moisture damage was found inside the reservoir compartment, keypad traces, electronic assembly or motor. The device also had a scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had been dropped and bumped and had cosmetic damage. The customer explained that he works out in the fields and the insulin pump has gotten dirty and has scratches on the window. The customer confirmed he could not read the display due to the damage. He also reported having a reservoir leak into the reservoir compartment and receiving an error alarm the week prior. The alarm history showed a button error alarm. Blood glucose value was 111 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.